Event description:
The customer reported that there was no image on the monitor. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was repaired. The system was then found to be operating as intended.